Manufacturer narrative:
A hot axios delivery system was received fully deployed and without the stent. A visual evaluation of the device noted that the outer sheath was detached from the stent deployment hub. The polyimide inner shaft was kinked. Upon inspecting the internal mechanisms of the device, it was noted that minimal glue was present on the bonds from the outer sheath to the deployment hub. The investigation concluded that the most probable root cause of this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the hot axios delivery system cauterized through the gastric wall, the stent spontaneously deployed into the patient's stomach. Reportedly, the yellow safety clip was still in place on the handle's stent deployment hub. The stent was removed from the patient with rat tooth forceps, and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device component code relates to problem code for the reported event of stent prematurely deployed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted to treat a pancreatic pseudocyst during a cyst gastrostomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, as the hot axios delivery system cauterized through the gastric wall, the stent spontaneously deployed into the patient's stomach. Reportedly, the yellow safety clip was still in place on the handle's stent deployment hub. The stent was removed from the patient with rat tooth forceps, and the procedure was completed with another hot axios stent and delivery system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.